Event description:
The left rear walker leg reportedly "collapsed". Report source states that her mother was using the walker status post rehabilitation from a "broken knee". She had just obtained a glass of juice from the refrigerator, and when she turned around with the walker to move forward the leg "collapsed" and her mother fell. She sustained a "black eye", a bruised and cut right arm and a bruised hip. She was admitted to the hopsital for observation and had a head CT scan and xrays of her right arm, hips and previously injured knee which were all "ok". She was released from the hospital after several days of observation. Her daughter reports she is subsequently doing well.

Manufacturer narrative:
On 07/21/2006 evaluation of the returned walker found the left rear leg is bent inward. There were no stress marks noted. The two rear legs have glide caps that are made by a different company and not approved for use by us. The average thickness and compression force of the leg tubing measured within specification. An attempt to duplicate the bet leg was performed with a similar walker from stock. With all four legs on the ground to simulate standard use, we could not re-create the event. Only after extreme weight and pressure were applied to just the left rear leg (other 3 legs off the ground) did the leg bend; it exhibited stress marks and a break different from the customer walker. We could not duplicate the bend as seen with the walker returned by the consumer. The leg may have bent because the walker was not used per instructions to be sure that all four legs are on the floor. This will ensure proper weight distribution.